Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl. The cause of low bg was unknown. The customer was driving at the time of the event and lost consciousness and got into a car accident because of the low bg level and received third party assistance from the fire department, who provided carbohydrates and assistance with the car accident to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.